Manufacturer narrative:
Quality control recovery was out of range low. Upon review of the alarm trace, "preclean short", "procell short" and "cleancell short" alarms were observed. The field service engineer found a blockage established in the reference heat block. He disassembled and flushed the block with high-pressure deionized (di) water, changed the sample probe, and adjusted the gear pump pressure. Precision testing and quality control were performed and passed successfully. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na (sodium) for gen.2 on a cobas 8000 ise module. The reporter also stated that they have ise quality control issues. Quality control recovery is low and out of range. The sample initially resulted in a na value of 131 mmol/l and repeated as 138 mmol/l. The sample was repeated on a different analyzer, resulting in a na value of 136 mmol/l. The repeat results are deemed correct. The initial questionable result was reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.